Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The device remains in use. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room on (B)(6) 2016 with dizziness and left sided numbness. It was reported there were no lvad issues. A head computed tomography scan on (B)(6) 2016 revealed a small subarachnoid hemorrhage. The patient was admitted to the neuro intensive care unit and warfarin was held. The symptoms reportedly resolved and the patient was discharged on (B)(6) 2016 with a therapeutic inr on warfarin.